Manufacturer narrative:
(B)(4)device evaluated by MFR: the returned devices was received with no original packaging or other devices. The device was received fractured. Visual inspection of the the fracture site was consistent with the device having been kinked prior to the break. Visual inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was considered handling damage as the event occurred prior to patient contact.(B)(4)

Event description:
It was reported that during preparation for an unspecified procedure a shaft break occurred. When the 15mm x 2.5mm maverick 2 monorail balloon was removed from the protective hoop it was noticed that the shaft of the device was broken at the hypotube.the device never entered the patient and the procedure was successfully completed with another device. No patient complications were reported.